Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v158396, implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device reached end of life due to normal battery depletion. They went to a new healthcare provider (hcp) they believe in november and was having accidents of their bladder dumping out urine probably about 2-3 months beforehand. Prior to calling, they went to see their new hcp who removed the ins on (B)(6) 2019 and split the lead during removal. The patient noted that it traveled deeper into their sacrum and the hcp couldn't remove it after repeatedly trying to do so. The operation notes said the following: lead was identified and clamped. Portion connecting to the generator was removed. The lead was then pulled straight up, gradually clamping lower and lower toward the sacrum. I made every effort to remove the entire lead. However, the lead split and the inner portion came out, leaving the contact point in the sacrum. As a result of what was reported, the patient couldn't get clearance to have an MRI with the competitor's system because the lead was still implanted. Rep called the hcp and the hcp gave clearance. The call center reviewed that an MRI should not be performed whenever any portion of the manufacturing company's product is left behind. The call center recommended having the hcp call and talk to the call center about the amount left behind and potential risk associated. The caller wanted to know what it says in our manuals for system removal. Technical services was brought on the phone and it was reviewed that it didn't specify; it just mentioned not to use more than general traction in lead manual when removing. No further patient complications have been reported as a result of this event.